Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced crack at battery compartment and change sensor alert.. The customer reported hypoglycemia and was treated with carb intake. The event involved product(s) mmt-1884,mmt-7040a, mmt-213a and mmt-332a. Troubleshooting was performed. Customer is unable to run a transmitter test and/or test passed. Customer was advised to try another sensor. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. Customer has not been using the insulin pump system within 48 hours of reported low blood glucose event. No further patient complications was reported. No product return is required for mmt-7040a, mmt-213a and mmt-332a. The customer discontinued the use of the pump. Mmt-1884 was requested and customer responded the device was returned.

Manufacturer narrative:
P-cap locked in place properly during testing. Pump was successfully downloaded to carelink. Pump communicated and calibrated properly with test guardian link transmitter 3. Pump was monitored with guardian link transmitter and no lost connection noted during testing. No alerts/anomalies/alarm noted during test. The pump passed the self-test. Pump was cut open to perform visual inspection and no moisture damage found to the pcba 1, pcba 2, motor home switch and force sensor. Unit arrived with hardened adhesive coating cracks alongside the back of the pump. The following were noted during visual inspection: cracked case (battery tube), cracked case-corner of belt clip rails, battery tube threads - cracked, label damage (faded), scratched case, and pillowing keypad overlay. In conclusion, customer allegations for lost sensor alarms were not confirmed. However, customer allegations with crack on the pump's battery compartment were confirmed when cracked case (battery tube) and battery tube threads - cracked were noted. Unit tested successfully. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.